Manufacturer narrative:
During the initial surgery, the posterior tibialis tendon was noted to be significantly attenuated and flattened. A 3x3 orthadapt graft was wrapped around the posterior tibialis tendon and fixated with ethibond #0 suture. During the explant surgery, the surgeon noted the graft to be intact around the tendon and it was removed without any difficulties. Based on the information provided by the physician, the root cause of this event cannot be determined; however, the poor native tissue of the tendon, bioimplant fixation method and infection cannot be ruled out as contributing factors. The product lot number was not provided to the manufacturer.

Event description:
Patient presented with swelling and a large palpable lump on the medial aspect of the left ankle approximately nine months post ankle stabilization, achilles lengthening and tibialis posterior tendon dysfunction repair with orthadapt augmentation. The graft was explanted approximately 10 months post-implant